Event description:
The patient had primary left hip surgery on (B)(6) 2016. On (B)(6) 2024, the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised the head and liner. The surgery was completed successfully (MDR (B)(4)). On (B)(6) 2025, the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised the biolox head and hooded liner to a cocr head and contrained liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 20 november 2025. Ball heads: mectacer 01.29.206 mectacer head biolox delta dia.32 12/14-l (k112115) lot 2302547: (B)(4) items manufactured and released on 22-feb-2023. Expiration date: 01-feb-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.3241hcat hooded pe hc liner d 32/d (k103721) lot 2305350: 72 items manufactured and released on 17-apr-2023. Expiration date: 28-mar-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation approximately 2 years after revision tha caused by hip dislocation on a paitent with multi-level spinal fusion, the hip dislocates again and the surgeon decides to choose a constrained liner. The cause for dislocation cannot be determined with certainty based on the information at hand, but it is known that patients with spinal fusions are at higher risk of such adverse events, more so if the fusion concerns several lumbar levels. There is no reason to suspect a faulty device at the origin of this adverse event. Root cause:based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.